Manufacturer narrative:
Pump error confirmed in the self test and the downloaded history log due to a pio (software) failure. Pump failed the sleep current measurement test. Failure has been isolated to pcba 1. Unit passed the active current measurement, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. Customer reports they were able to clear the alarm(s). Customer states they are able to rewind the pump. Self test passed the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.